Event description:
It was reported that the device was not sensing p-waves when the post ventricular atrial blanking (pvab) method had been changed to partial plus. After adjusting out of partial plus and back to partial, there was no longer undersensing. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.